Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier would not close down on the clips on the first and second firings. Clip applier eventually closed but then the jaws would not reopen. Used a new instrument. There was no patient consequence.

Manufacturer narrative:
Date sent: 7/11/2007.